Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a response from healthcare professional (hc) stating that they spoke with the patient and patient was extremely confused as they couldn't remember this so hcp just told them on the phone patient will increase amplitude as they didn't feel it. Patient was to try this, and if not they will call back and see hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the day the device was implanted patient was set on program 3 at 5v. Patient said that setting worked really well for them but that when they went back to the doctor's office, patient was changed to program 1 because they were told that the setting patient was on was "too high" and would run down the implant battery. Patient said they want to change back to the original setting they were at because it worked well for them. Now patient was having accidents on the current program and they didn't like it as well as the original setting. The issue was noted as sudden. Patient mentioned that after the program changed they had a loss of therapy and made an appointment which was scheduled for the day of the report. Patient was directed back to their doctor to discuss changing the program back. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that there were none actions taken. No further complications were reported.